Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the customer received product 903316a in a case labeled 903318a lot ngcu3646.

Manufacturer narrative:
The reported event was confirmed as a mislabel. Visual evaluation noted one open outer box containing 10 unopened foley trays. The label on the outside of the box indicated a product 903318a and lot ngcq2831. All 10 foley trays within the outer box were labeled as product 903316a and lot ngcu3646, and verified to be correctly labeled according to the contents within the trays. Although the reported event was confirmed manufacturing related, a definitive root cause could not be determined. A potential root cause for this failure could be incorrect stock location. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer received product 903316a in a case labeled 903318a lot ngcu3646.